Event description:
It was reported that the patient needed an MRI scan of his lumbar area. The patient's device had not worked in a long time and the patient planned on having it removed. An MRI was not recommended for safety reasons. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer; patient product ID 3093-28, lot# v872545, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was going to call the physician's office to make an appointment to interrogate the ins and possibly reprogram. The cause of the poor communication screen and not feeling stimulation was not yet determined. The issues had not been resolved yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it had not been functioning for some time. The caller clarified the programmer device. The caller reported they were seeing poor communication screen on the patient programmer. The patient went to the healthcare professional (hcp) office on (B)(6) and they didn¿t learn much at the appointment. The caller stated they didnot have the programmer with and the hcp told them to go home and make sure the ins was actually on. The caller stated the patient never had therapy benefit since they were implanted on (B)(6) 2012. The caller stated the first 2-3 years they tried to keep making adjustment, but nothing ever helped. The patient stated she never felt any stimulation since implant. The caller stated the last 1 to 1 and half years they made no adjustment s and the patient did not feel stimulation. The caller noted the patient had not had their ins battery checked in some time. It was noted the patient went to the hcp on (B)(6) and they did not know much about the device. Additional information from the manufacture representative (rep) on (B)(6) stated they planned to call the patient on (B)(6). There were no further complications that have been reported as a result of this event.